Event description:
According to the reporter, during a procedure, the device was not sealing well. The activation and end tone were heard but sealing was inadequate/partial. The surgeon was using the ligasure with the silver shaft instead of the black wrapped shaft. The tissue vessel was fully transected, and bleeding was observed directly from the ligasure seal after sealing multiple times. The surgeon used another ligasure with the black shaft with the same generator and sealing was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the sealing was partial. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during low anterior resection, the device was not sealing well. The activation and end tone were heard but sealing was inadequate/partial. The surgeon was using the device with the silver shaft instead of the black wrapped shaft. The tissue vessel was fully transected, and bleeding was observed directly from the device's seal after sealing multiple times. The surgeon used another device with the black shaft with the same generator and sealing was good. No blood transfusion necessary.

Manufacturer narrative:
Correction: b1, b5, d8, d9, d10, e3, g1 (manufacturer name, street 1), g2 (health professional, company rep.), h3, h6, h8 d10 concomitant product: vlft10gen ft series energy platformx1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.